Event description:
The following information was initially reported on (B)(6) 2017: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The doctor tried to extract the stone in common bile duct (cbd). However, the basket was separated as soon as the doctor swept [the duct]. Then the basket was removed by forceps, and another memory basket was used. Additional information received on 08/21/2017: the portion of the basket that separated was the head of the basket. The device was evaluated on 08/29/2017: the basket wire broke near the soldered cannula; there was no evidence of the wire being damaged by the buff process. The basket was intact and no part of the device was missing. No other anomalies were detected. Clarification information was received on 09/04/2017: sorry for the late reply. The assistant nurse was vacation. I heard from another nurse about complaint. I misunderstood what she told me. The wire of basket head was separated. The basket was removed through the scope, without forceps. I apologize once again.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with an unknown clear fluid in the catheter lumen and the basket retracted 1.3 cm into the catheter lumen. There are numerous kinks throughout the length of the catheter and a permanent bend at the distal tip of the catheter lumen. The drive wire also has several kinks throughout. The distal tip of the catheter lumen is split by 1 mm. One of the wires on the basket had broken loose from the distal end of the basket and was still attached at the proximal end of the basket. The basket wire broke near the soldered cannula; there was no evidence of the wire being damaged by the buff process. There is an unknown substance near the distal end of the broken drive wire that appears to be solder. The basket was intact and no part of the device was missing. No other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The basket wire broke at the soldered cannula. If excessive force is applied, basket breakage can occur at the soldered cannula. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The doctor tried to extract the stone in the common bile duct (cbd). However, the basket was separated as soon as the doctor swept [the duct]. Then the basket was removed by forceps, and another memory basket was used. Additional information received on (B)(6) 2017: the portion of the basket that separated was the head of the basket. The device was evaluated on (B)(6) 2017: the basket wire broke near the soldered cannula; there was no evidence of the wire being damaged by the buff process. The basket was intact and no part of the device was missing. No other anomalies were detected.